Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels. The customer did not provide the blood glucose levels. The customer was treated for the low blood glucose by paramedics. The customer did not provide further information. The customer was hospitalized four years ago due to high blood glucose. The customer refused to speak to the help line. The customer did not return the product back for analysis.